Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the c-flex advance aspheric adv970 iol on (B)(6) 2015 the healthcare professional observed the development of fibrin reaction. Fibrin reaction is listed as a complication related to iol surgery in the c-flex advance aspheric IFU. No information on the action taken by the healthcare facility to treat fibrin reaction has been made available to rayner. It is not possible to establish the cause of fibrin reaction at this time due to the extremely limited amount of information that is available. Rayner is liaising with its austrian partner to obtain additional information on the report of fibrin reaction in order to determine the cause of or factors contributing to the incident.

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex advance aspheric adv970 iol at an (B)(6) healthcare facility. The healthcare facility reports that three days post iol implantation the development of fibrin reaction was observed.